Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that system would not power on. Upon some functional test, fse found that the breaker between ups and m cabinet was bad. Electrician replaced breaker. After the replacement of the breaker, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not power on after trying to restart. There was no reported patient or user harm. The device was not in clinical use at the time of event. A philips field service engineer (fse) had the breaker replaced between the uninterruptible power supply (ups) and the m cabinet, and the system was returned to use in good working order.